Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile, 350cc saline, catalog: 3501655, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 350cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation, confirmed via visual examination, and a capsular contracture baker grade iii to IV. As a result, the patient underwent bilateral removal and replacement with 550cc mentor memorygel breast implants on (B)(6) 2018.